Manufacturer narrative:
Patient identifier: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic right upper lobectomy procedure, while trying to staple the right upper branch of the right upper lobe, the device did not fire. It was also reported that proper load-opening and closing of the jaws was checked prior insertion, and the jaws closed for firing. The green button was pressed, and the handle was released for firing, but the handle could not fire the reload at all. The reload was taken out and was replaced with a new second one, but the same problem occurred. The reload was replaced and still using the same handle, fired properly and was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned device was pre-fired and engaged in interlock. The jaws of the reloads were open, staples were protruding from proximal staple cartridge channel and there was a visible gap between I-beam and the sled while the interlock was engage. Functional testing noted that the reloads were loaded into a representative instrument and were partially cycled to investigate the gap between the sled and I-beam. The interlocks were overridden and the reload was applied to test media. All staples were placed, test media was cleanly transected, and the interlock on each reload was tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.